Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was trying to put on a sensor but the whole sensor ended up falling out of her body. Customer stated that the serter removed the sensor after injecting it. Customer's blood glucose level was 151 mg/dl. Customer reported that the serter does not release the sensor after 2nd button press. Customer was advised to return the serter for analysis. Customer mentioned that she was very high this morning with a blood glucose level of 433 mg/dl. Customer treated for her blood glucose level and it lowered to 150 mg/dl. Customer felt symptomatic so she ate 2 oreos again. Customer declined troubleshooting for high blood glucose levels. Customer also reported skin irritation under over tape site with last sensor. No additional information provided.